Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, two days after the implant procedure, the implantable cardiac monitor (icm) detected pause episodes due to pos sible poor contact of tissue with the electrode. The device remains in use. No patient complications have been reported as a result of this event.